Event description:
It was reported that the patient experienced bradycardia. It was also reported that the right ventricular (rv) lead exhibited intermittent capture. It was also reported that the rv lead exhibited high thresholds and diminished sensing. The rv lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.